Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in mildly tortuous and mildly calcified superficial femoral artery. A 7.0 x60, 75cm charger balloon catheter was advanced for dilatation. However, during the initial inflation at 3 atmospheres, the balloon ruptured. The device was completely removed in a deflated state with no intervention required. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: charger 7.0 x60, 75cm, was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. A balloon longitudinal tear was identified beginning approximately 5mm proximal of the proximal markerband and extending approximately 6mm proximally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 18 atmospheres as per charger specification. A visual examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in mildly tortuous and mildly calcified superficial femoral artery. A 7.0 x60, 75cm charger balloon catheter was advanced for dilatation. However, during the initial inflation at 3 atmospheres, the balloon ruptured. The device was completely removed in a deflated state with no intervention required. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.